Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed by removing the luer cap and continuous fluid flow was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse. The device was filled with 192 ml of 4500mg 5fu and nacl. This was noted during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.